Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced prolonged elevated blood glucose (bg) levels, reaching a peak of 585 mg/dl, following a high-carb snack and significant stress. The user performed a cartridge change and manual bg reading via glucometer, which confirmed a bg of 450 mg/dl. Despite the intervention, bg remained elevated for several hours. The user's husband transported them to the emergency room (ER) due to dizziness, where they received insulin to lower bg. No long-term health effects were reported. Upon investigation, it was noted that insulin appeared to be leaking from the connector and base of the device, although no physical damage was observed. The user admitted to reusing the same connector piece with multiple infusion sets. The user also reported having a viral illness that could have impacted bg levels. The issue was resolved after changing the supplies, and the user reconnected to the ilet.